Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), memory impairment ("memory problems"), visual impairment ("especially problem with sight which deteriorated very quickly"), arthralgia ("joint pain"), myalgia ("muscle pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the visual impairment and fatigue had resolved and the memory impairment had not resolved. The outcomes for pelvic pain, arthralgia and myalgia were unknown. No causality assessment was received for essure with regard to memory impairment, pelvic pain, visual impairment, arthralgia, fatigue or myalgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2024: upon receipt of follow up argus cases (B)(4) are duplicates of each other. Therefore case (B)(4) needs to marked for deletion. All events (joint pain & pelvic pain), references, reporters , source documents are transferred to retention case. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), memory impairment ("memory problems"), visual impairment ("especially problem with sight which deteriorated very quickly"), arthralgia ("joint pain"), myalgia ("muscle pain") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the visual impairment and fatigue had resolved and the memory impairment had not resolved. The outcomes for pelvic pain, arthralgia and myalgia were unknown. No causality assessment was received for essure with regard to memory impairment, pelvic pain, visual impairment, arthralgia, fatigue or myalgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2024: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. Unknown) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), memory impairment ("memory problems"), visual impairment ("especially problem with sight which deteriorated very quickly"), arthralgia ("joint pain"), fatigue ("fatigue") and myalgia ("muscle pain"). The patient was treated with surgery (to remove essure) and essure was removed. At the time of the report, the visual impairment and fatigue had resolved, and the memory impairment had not resolved. The outcomes for pelvic pain, arthralgia and myalgia were unknown. No causality assessment was received for essure with regard to memory impairment, pelvic pain, visual impairment, arthralgia, fatigue or myalgia. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: upon internal review it was found that argus cases (B)(4) are duplicate of each other, therefore case (B)(4) needs to mark for deletion. All source documents, references, events, reporters and other relevant history are transferred from deletion case to retention case. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.